Event description:
The white marker sleeve of the 11 ga micromarker sheared off into the pt during a stereotactic breast biopsy. The sheared part of the marker was retrieved, a new marker was used and deployed successfully. The case was completed with no pt consequence.